Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was alarming no disposable, pump won't run. Per reporter residual volume was: 4.5 ml and 95.55 ml was given. No adverse patient effects were reported. No additional information is available at this time.